Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product jp104 - primeline pro 1/1 lid gold. According to the complaint description, the plastic filter cover was found inside the instrument tray upon opening, rendering the set unusable for the customer. As a consequence, an alternative set was utilized, which in turn led to a delay in the surgical procedure. No adverse consequence to the patient was reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: jp104 (aesculap ag reference no.(B)(4); 9610612-2026-00004) jp104 (aesculap ag reference no. (B)(4).

Event description:
Associated medwatch reports: jp104 (aesculap ag reference no. (B)(4); 9610612-2026-00004). Jp104 (aesculap ag reference no. (B)(4); 9610612-2026-00016).

Manufacturer narrative:
Additional information/correction: h3 - yes, evaluation. H6 - codes updated. Investigation findings: the complained products were available for investigation. Aesculap ag conducted a visual and functional inspection of the products. When inserting the filter cover, it must snap into place at the end. The investigation showed that this function was working in all samples, and therefore, the covers worked as intended and move smoothly. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is not reportable for the following reason: - no serious public health threat / falsified device. - no serious adverse event. - no malfunction. Conclusion/preventive measures: the reported deviation of the product could not be confirmed. The investigation showed that the product is according to specifications. Upon review of the investigation results, a CAPA is not necessary.